Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an integrity rx bare metal stent was implanted. There was no damage noted to the packaging. It was reported that the stent was implanted after its expiration date. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.